Manufacturer narrative:
Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the direxion? Fathom?-16 system confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the catheter became stuck in the artery, and broke during extraction. A direxion? Fathom?-16 system was selected for use to treat a hemorrhage in the lumbar artery. The target vessel was moderately tortuous. At the end of the procedure, the catheter appeared to be stuck within the artery, making retrieval very difficult. During extraction, the physician applied force, and the proximal portion of the nitinol sleeve of the direxion catheter broke, near the hub of the device. Despite the fracture, the entirety of the device was able to be withdrawn from the patient without additional intervention. The procedure was completed and there were no patient complications as a result of this event.